Event description:
It was reported that the pt received a winterthur generic hip on an unk date and experiences elevated cobalt levels. Revision status is unk. Initial report was given by FDA.

Manufacturer narrative:
The MFR did not received devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer considers this case as closed. Initial report was given by FDA under the number (B)(4). Zimmer ref number of this file is (B)(4).